Event description:
The report received indicated that premature coil detachment occurred during procedure. Procedure was being done on a cerebral arteriovenous malformation. The target lesion was the vertebral artery-posterior inferior cerebellar artery (pica). This vessel was neither tortuous nor calcified. There were no difficulties reported when inserting the first coil into the delivery system. A one of one relationship existed between the coil and the microcatheter which was verified under fluoro prior to repositioning, however when the physician attempted to reposition the oil detached prematurely. The coil detached in the aneurysm with the tip of the oil out in the vasculature however when embolized there was no evidence of flow obstruction. The delivery system was withdrawn and another coil size 4mm x 10cm dcs was introduced. The procedure was completed safely.